Event description:
The customer reported that during a rotator cuff repair, the tip of the concept suture passer needle broke off inside the surgical site (after approximately the eighth pass of the needle). The surgeon attempted to locate and retrieve the small broken tip but was unsuccessful and elected to leave it in the patient's shoulder. The procedure was successfully completed by the surgeon manually passing the suture a few more times. The product was disposed of at the user facility.

Manufacturer narrative:
This product was disposed of at the user facility. Therefore, an evaluation could not be performed. This device was manufactured on february 26, 2013 in a lot of (B)(4) pieces. No anomalies were noted during the manufacturing of this lot. A two (2) year review of complaint history shows no other reports of breakage for this lot of product, and complaints for this device have decreased significantly. The use of this product is technique dependent, and the product's risk document addresses needle breakage as an acceptable risk. To date, there have been no reports of serious injuries related to this failure. This needle is composed of shaft and blade made of (B)(4) super elastic nitinol and a tab made of lustran (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. The instructions for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard, as there is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury. Device disposed of at user facility.